Event description:
It was reported that a babcock insert fell apart while doing surgery. The piece was retrieved from the patient and no harm was reported.

Manufacturer narrative:
Additional information will be provided once investigation is completed.